Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00083.

Event description:
It was reported that the inserter would not disconnect from the mating spacer after the spacer was installed into the disc space. The spacer was removed and an alternative inserter and spacer were used to complete the procedure. There were no reported patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned device was examined. The inner shaft, outer shaft, and implant were jammed together upon receipt. The jamming was due to a gap in the handle indicating it had loosened either during use or past processing. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that the inserter would not disconnect from the mating spacer after the spacer was installed into the disc space. The spacer was removed and an alternative inserter and spacer were used to complete the procedure. There were no reported patient impacts associated with this event. This is report one of two for this event.